Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was detected on bus. Upon inspection, a field service engineer found the solenoid to be faulty and will return with a replacement; during the initial check of station auxiliary drawers 7.1 and 7.2, both showed as 'device was not detected' on the bus, and after testing, drawer 7.2 was replaced with a new pyxibus module control board and verified in the hardware test application, confirming all drawers now function correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was off the bus and customer tried to reboot the machine several times, but issue remain the same. There were no adverse events or injuries reported based on this event.